Event description:
During remote follow-up, undersensing and far field r-wave oversensing which resulted in inappropriate automatic mode switch were observed on the right atrial (ra) lead. Lead damage was suspected but not confirmed. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.